Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. A 3.0 mm x 18mm stent was deployed. A guide wire was inserted across the 1st diagonal branch (d1). The maverick2 monorail crossed the lesion but ruptured at 12 atms on the initial inflation. The procedure was successfully completed with a 2.5mm x 15mm balloon catheter. No pt injuries or complications were reported. Pt status is reported as "good".